Manufacturer narrative:
The reported fault was addressed by ge healthcare technical support by troubleshooting with the biomedical engineer. The customer replaced the flow sensor with a spare to resolve the reported issue. No report of patient involvement. Unique identifier: (B)(4).

Event description:
The hospital reported the unit had an error that results in an inability to initiate mechanical ventilation. There was no report of patient involvement.